Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 10 retained samples were visually inspected, and no fms were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd preset¿ arterial blood collection syringe has been found containing foreign matter. The following has been provided by the initial reporter: after opening the package, the arterial blood collector was found to have foreign body, and then the arterial blood collector was replaced.